Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one of the slots for the pivot pins on the bottom part of the xlt head was broken, and the flange was disconnected from the xlt head bottom. The broken surface showed that the slot was broken with undue force using a sharp object or utensil. The broken piece was not returned. It was reported that a piece started to break on the tracheostomy tube where the inner cannula sticks out and the tube had extra length in the proximal portion. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the cuff body came in contact with a sharp utensil or object. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device include the following guidance: during and after attachment of respiratory or anesthesia tubing connectors to the shileytm inner cannula xlt, avoid application of e xcessive rotational, linear, or rocking forces on the tubing and/or connectors to prevent damage to the tracheostomy tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, a piece started to break on the tracheostomy tube where the inner cannula sticks out. Replacement of the tube was done. It was also mentioned that the cuffed tracheostomy tube had extra length in the proximal portion.